Manufacturer narrative:
Results evaluation: investigation: evaluation of the returned complaint event samples confirmed the customer observation of leakage from the cuff. Testing revealed a substantial tear of 8.0mm in the wall of the product cuff, 14mm from the distal tip of the tube. A review of our complaints history confirmed there have been complaints of this nature on this product code. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. A batch review was not possible as no lot number was provided. Root cause: it is stated that the product was tested prior to use and became deflated after an unknown number of days in use; as such the damage found cannot be the result of a manufacturing fault. We have determined the root cause for this incident is that the cuff became damaged following insertion and inflation. Though these products are designed to be as robust as functionally possible, puncture to the tube cuff on the patient's anatomy can be experienced and is an inherent risk when using any tracheostomy product. This report has been logged for trending.

Event description:
Smiths medical international ltd, has been notified of one event of air leakage through the cuff after in use for an unspecified amount of time (0 to 8 days). It was observed that the pilot balloon was loosened when started to use but it was not exchanged at that time. Was exchanged when the ventilator alarmed. The unit was pretested per the instructions for use. Event occurred at facility in another country.